Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states unit shutting down. MDR filed,